Event description:
It was reported that during a ureteroscopy procedure and lasering of stone the surgeon suddenly did not have any view though the ureteral scope. Upon removal of the scope and fiber, it was noted the scope had a burn hole at about 0.5 inches from the tip, and a piece of the fiber tip was also broken off approximately 1 inch from the distal tip. It was noted that the broken portion of the fiber stayed inside the scope when it was removed from the patient. The surgeon inserted a new scope and opened a second fiber to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece and there were no defects to the fiber body. Microscopic inspection of the tip indicated it was damaged/broken/burned and confirmed that the fiber connector was in good condition. During functional testing the aiming beam light was distorted due to condition of the fiber tip. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break and damage thus leading to the damage to scope the customer described, confirming the reported complaint. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber tip broken is defined in the risk documentation. Based on this investigation, the conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a ureteroscopy procedure and lasering of stone the surgeon suddenly did not have any view though the ureteral scope. Upon removal of the scope and fiber, it was noted the scope had a burn hole at about 0.5 inches from the tip, and a piece of the fiber tip was also broken off approximately 1 inch from the distal tip. It was noted that the broken portion of the fiber stayed inside the scope when it was removed from the patient. The surgeon inserted a new scope and opened a second fiber to complete the procedure. There were no patient complications.